Event description:
A distributor from france reported that a customer experienced an issue with a broken touchscreen on their pump. There was no information available regarding the impact on the customer's blood glucose level. It was noted that the pump could start, charge, and connect to a computer, though the screen was only partially readable but still functional. The device was returned for further inspection, and a replacement pump was already provided.